Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient with posterior capsule rupture during surgery. Surgeon was unsure what exactly happened, but when entering the eye with the phaco, the entire lens fell back to the vitreous. The surgeon implanted a sulcus intra ocular lens and the patient will be seeing the retina specialist tomorrow for the lens removal. Surgeon will provide the update about patient's recovery.

Manufacturer narrative:
No service record relevant to the complaint reported event was found. However, the system was last serviced prior to the reported event per service record (sr) opened. The system was found to meet all cosmetic and performance standards per the service test procedure (stp). A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. The root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).